Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 15 mg/ml bupivacaine at 2.998 mg/day and 15 mg/ml dilaudid at 2.998 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that an active motor stall was seen at initial interrogation on (B)(6) 2016. It was noted that the patient did not recently have an MRI. The cause was not determined and the pump was programmed to minimum rate and the patient was supplemented with oral dilaudid to cover any pain. It was noted that the patient had experienced a return of pain. It was also noted that the patient was on coumadin for heart issues and had to speak with their cardiologist on holding the medication. Once his levels were acceptable, the pump would be replaced. It was later reported that the patient was scheduled for surgery on (B)(6) 2016. A motor recovery on (B)(6) 2016 at 20:58 was noted when the rep checked the logs. It was later reported that the pump was explanted and would be returned to the manufacturer. If additional information is received, the event will be updated.